Event description:
Reporter stated that patient's blood glucose measured 260 mg/dl, while using the suspect device. Based on this value, patient reportedly delivered 3 units of regular insulin. Reporter indicated that patient's blood glucose was retested, approx 3 hours later, using the suspect device with a result of 125 mg/dl. At the time that this result was obtained, patient was reportedly exhibiting symptoms of hypoglycemia (slumping over, unable to eat, eyes rolling). Reporter stated that, based on patient's symptoms, she treated patient with orange juice and sugar and phoned emergency medical services for assistance. Reporter stated that fire department representative arrived 3 minutes later and tested patient's blood glucose, using their device, and obtained a result of 22 mg/dl. Thirty minutes later, after paramedics had arrived, pt's blood glucose reportedly measured 35 mg/dl (on paramedics' device). Patient's blood glucose was immediately retested, using the suspect device, with a result of 151 mg/dl. Reporter stated that patient was given another glass of orange juice. Reporter noted that patient was not transported to the hospital for additional treatment. Patient's current condition: "doing ok." Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.